Event description:
Additional information was received from consumer stating the replacement device resolved the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the charging system seems to have been slowing down. Patient sat through a zoom call for an hour and charged from 50% to 75% and still charging. The recharger started at 100% and is down to 60%. The issue started maybe a month ago. Patient has been suspecting it for a while because they has had to sit longer and longer to get it to recharge. The last time they recharged was two days ago. It normally takes 20 minutes to charge from 50 to 75%. Patient said, they was never told it could take up to 3 hours to charge the implant a quartile. The issue was not resolved through troubleshooting. An email was sent to the repair department.